Event description:
Philips received a complaint by the customer on the v60 indicating that the blower was out, and it was making a squealing sound. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The blower part ID was provided to the customer.

Manufacturer narrative:
B5: the customer reported that the blower assembly was replaced to resolve the issue. The device was returned to service.

Event description:
Philips received a complaint by the customer on the v60 indicating that the blower was out, and it was making a squealing sound. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm.